Manufacturer narrative:
It was reported that "disposable circumcision kits of poor quality sometimes," and that "a metal shard from a hemostat lodged into the penile foreskin." The reporter also noted that "hemostats often don't close properly and can see air gaps even when fully closed". It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that "disposable circumcision kits of poor quality sometimes," and that "a metal shard from a hemostat lodged into the penile foreskin." The reporter also noted that "hemostats often don't close properly and can see air gaps even when fully closed".